Manufacturer narrative:
The device was received by resmed for an engineering investigation. Review of the device logs confirmed a single occurrence of the error message (sf133), indicating an incorrect peep valve pressure measurement, while the device was in ventilation mode and the error self-cleared when the device switched to standby mode. The reported system fault could not be reproduced during performance testing and the peep pressure sensor performed to specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf133) indicating a data transfer failure. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf133) indicating a data transfer failure. There was no patient injury reported as a result of this incident.